Event description:
The device was implanted on 4/11/96 for infusion of taxol. On 2/25/97, the surgeon contacted the MFR sales rep and reported that the device has not been used since july, 1996. The pt has requested that the device be explanted. Dye studies were performed on the device and no leaks were seen. In addition, the device was flushed in the o.r. By the surgeon and no leaks were noted. The surgeon reported that the device has always been uncomfortable to the pt. As a result, the surgeon requested that the device be returned to co for a thorough evaluation.